Manufacturer narrative:
The li reagent lot number was 93803001 with an expiration date of 30-sep-2027.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for lithium (li) on a cobas c 303 analytical unit. The initial result was 1.31 mmol/l. The repeated result was 0.536 mmol/l. The customer repeats all patient samples tested for lithium. The repeated result was believed to be correct.